Manufacturer narrative:
D9: date returned to mfg.: 9/2/2025. D3: mfg establishment name, h3 and h6. Codes: updated. Device evaluation: received one (1) use product sample. Per visual inspection, as received, there were thick unknown residuals (mucus) in the tubing. Per functional testing, attached the returned suction set to the house vacuum, flow was established, however there were heavy residuals being purged from the set. Unable to confirm the complaint of unable to suction from patient's endotracheal tube. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient's oxygen saturation was low, and they had thick mucus/phlegm that needed to be sanctioned, but the inline catheter was only able to move about 1 inch (where lumens attach to t-piece connector), and the patient continued to desaturate due to this issue. Reporter stated a new inline suction catheter was used and able to clear the sputum. The patient's oxygen saturation stabilized after.